Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclips (80514u155, 80723u116) referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. Imaging was difficult due to the anatomy. The first ntr clip delivery system (cds 80310u155) was advanced to the mitral valve. Multiple attempts were made to grasp the leaflets due the challenging anatomy. It was then noted that the grippers were not lowering. The clip was not implanted and the cds was removed and replaced. A new ntr cds (80802u125) was advanced to the leaflets; however, grasping was difficult and it was again noted that the grippers were not lowering. The clip was not implanted, and the cds was removed. The device was tested outside the anatomy and it was found that the grippers were stuck against the cds shaft. The gripper line was removed, and confirmed to be intact. A new cds was used, and the clip was implanted successfully. An additional xtr cds (80723u116) was advanced to the mitral valve. The clip was deployed; however, after the deployment the entire system was retracted quickly while the clip was still attached to the gripper line. The leaflet insertion changed drastically and the clip was very mobile. Leaflet/chordal damage was suspected as the mr returned to 4+; therefore, the patient was then sent for open heart surgery the next day. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported gripper actuation issue was not confirmed during returned device analysis. The reported failure to adhere or bond could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported gripper actuation issue appears to be due to procedural circumstances as gripper line was noted to be caught on cds shaft upon removal from patient's anatomy. The reported failure to adhere or bond and poor image resolution appears to be related to patient morphology/pathology as it was reported that the patient anatomy included thickened anterior leaflet with prolapse in the lateral commissure and user reported this to have influenced in leaflet grasping and imaging. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.